Event description:
Patient underwent cardiac catheterization on 2/25/92. During the procedure, the decision was made to inject the left ventricule first and also obtain aortic root angiogram to determine location of the patient's right coronary ostium. The left ventriculogram was performed without complication. During the angiogram the right coronary was visualized briefly. The presence of the right coronary artery was determined. The aortic root was injected using the medrad angiograpahic injector. After the injection, the patient went into cardiopulmonary arrest. CPR was iniitiated. As the patient did not regain consciousness, the decision was made to transfer the patient to medical city hospital in dallas, tx. Later the same day, the receiving hospital physician notified the treating physician that patient had been diagnosed with air embolism. Patient remained comatyose for approximately 7 days and then expireddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - inadequate, design - human factors, other, other. Conclusion: user error contributed to event, other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service, device use continued with restrictions/limitations, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.